Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a skin irritation. The patient described the irritation as red and itchy. There was no open skin reported. There was no alleged device malfunction contributing to the irritation. The patient received medical treatment by a physician. Follow up indicated that the irritation improved.